Event description:
It was reported that noise on atrial lead on oversensing was observed. Programming was recommended. Previously atrial lead noise was seen, and programming changes were also recommended. There were no patient consequences.